Event description:
It was reported that the patient with this artificial urinary sphincter was experiencing recurrent incontinence. Fluid loss was suspected. The device was explanted and replaced. No further patient complications were reported.